Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation; however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The reported issue of intermittent tmp alarms was confirmed during the on-site evaluation. However, the reported issue of unit failing online pressure holding test (pht) was not able to be duplicated. The res replaced the sensor board, and then performed all needed calibrations to resolve the issue. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of tmp alarms during treatment was confirmed. Although the device was not returned for analysis, a fresenius technician performed an on-site evaluation of the unit and was able to duplicate the reported issue. Therefore, the complaint was confirmed.

Manufacturer narrative:
The device has not been returned for physical evaluation but was evaluated in the field by a fresenius regional equipment specialist. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A user facility reported that during the first fifteen minutes of hemodialysis therapy, a machine displayed multiple tmp alarms that would not clear and the patient who was connected had to disconnect from the machine, resulting in 250cc of blood loss in the line. The nurse providing the treatment was only able to return some of the blood in the venous line. The patient was set-up with new bloodlines on a different machine and was able to complete the prescribed treatment without any further issues. There was no patient harm or adverse event, and no medical intervention was required.